Event description:
A report was received that patient was having shortness of breath, sweating and burning sensations. The physician thought the patient was having symptoms of a dura puncture and anxiety, so a body patch was done. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.